Event description:
Healthcare professional(hcp) reports 1 incident this lot number of dialyzer appearing to be clotted 1-2 hours into the pt treatment. This event occurred on the am shift. New disposables, including a dialyzer of the same lot number was used to continue the pt treatment without incident. The dialyzer was reused 2 times. The "ro" water source was evaluated at this time and found to be within normal limits. No pt injury and no medical intervention was required.